Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. The device was not returned by the user facility for investigation. It was reported that there was difficulty implanting the impella. Patient had a small left ventricle and during positioning, the placement was deep and there was a left ventricle perforation. The root cause of the ventricle perforation was most likely due to improper positioning of the impella. "Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." "To reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter." "To reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance."

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.

Event description:
The user facility reported a 68-year-old male postcardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella device for support. However, during delivery of the impella pump a left ventricular perforation occurred. It was noted no intervention was required for the small perforation due to thickened left ventricle, and support continued as planned with the pump.